Manufacturer narrative:
The investigation determined that a higher than expected k+ result was obtained from a non-vitros biorad quality control fluid using vitros potassium (k+) microslides on a vitros 5600 integrated system. The higher than expected result was obtained following a calibration event where it was determined the calibration parameters were suboptimal. The assignable cause of the suboptimal calibration is unknown. Acceptable k+ quality control performance was obtained after a recalibration of the vitros k+ slide lot using an alternate calibrator kit lot was performed. There is no indication of a vitros k+ reagent issue or an instrument issue.

Event description:
The customer obtained a higher than expected vitros k+ result (4.08 mmol/l vs. Expected 2.72 mmol/l) from a single non-vitros biorad lot 45770 quality control fluid processed using vitros k+ microslides on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros k+ result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).